Manufacturer narrative:
Internal complaint reference: case (B)(4). The reported device was received for evaluation. A visual inspection revealed that the t1 was returned off the needle but attached to the suture. The t2 and suture were returned on the needle, and the needle assembly is bent. The actuator is stuck beyond the tip of the needle, and bio debris is present. A functional evaluation was performed on the returned device and found it will not cycle due to the needle assembly damage. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.

Event description:
It was reported that during a meniscus repair one (1) fast fix did not cycle due to the needle assembly damage. T1 was successfully removed using tweezers. The procedure was resumed, after a non-significant surgical delay, using an equivalent s+n back up product. No further complications were reported.